Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2012; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was scheduled for a catheter access port cap dye study per clinic protocol, as the pump was nearing normal battery depletion. During the study the catheter could not be aspirated. The plan was to revise the catheter at the time of pump replacement. During surgery, x-ray confirmed two kinks in the proximal segment of the catheter. The proximal segment was removed; the distal segment was tied off. A new catheter was implanted.